Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: part: 00771301600, lot: 61454594, modular femoral stem size 16.25. Part: 00801803202, lot: 61829218, femoral head sterile product 12/14 taper. Part: 00620005820, lot: 61374944, shell porous with holes 58 mm o.d. Part: 00630505832, lot: 60790062, liner standard 32 mm i.d. Part: 00625006525, lot: 61825084, bone scr 6.5x25 self-tap. Part: 00625006530, lot: 61850953, bone scr 6.5x30 self-tap. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01741, 0002648920-2021-00168, 0002648920-2021-00361, 0002648920-2021-00362.

Event description:
Initial left total hip arthroplasty. Subsequently, the patient was revised due to pain and elevated metal ions. During the revision, significant trunnionosis was noted with tears in the gluteus medius and minimus. The acetabular cup was aseptically loose with only fibrous but no bony ingrowth. The femoral stem was left intact, all other components were replaced without complication. No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; g3; h2; h3; h4; h6.   Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event.  Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: cobalt levels were found to be elevated in february 2019. Within the joint some necrotic tissue was found, and there was a substantial amount of black corrosion in the head and neck junction. The stem was removed without substantial bone loss. The cup was removed with no bony ingrowth found. Rom was found to be satisfactory upon completion. Root cause unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
Reported event is unable to be confirmed due to limited information provided by the customer. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 01741, 0002648920 - 2021 - 00168.

Event description:
It was reported that patient underwent a left hip revision approximately 8 years post implantation due to unknown reasons. The head, neck and stem were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.